Event description:
It was reported that at the time of the infusion of the premedication, the patient reported a burning sensation during the infusion, the drip was suspended, irrigation was performed and the patient continued to experience burning, so the catheter was removed and a rupture in cm # 6 and 7 was identified. No patient harm reported. PICC was used for premedication for chemotherapy as patient being treated for malignant tumor of the colon." No other information provided, at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the time of the infusion of the premedication, the patient reported a burning sensation during the infusion, the drip was suspended, irrigation was performed and the patient continued to experience burning, so the catheter was removed and a rupture in cm # 6 and 7 was identified. No patient harm reported. PICC was used for premedication for chemotherapy as patient being treated for malignant tumor of the colon." No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter rupture was confirmed. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed in the catheter tubing. One between the 10 cm and 11 cm depth markers and another at the 11 cm depth marker. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that at the time of the infusion of the premedication, the patient reported a burning sensation during the infusion, the drip was suspended, irrigation was performed and the patient continued to experience burning, so the catheter was removed and a rupture in cm # 6 and 7 was identified. No patient harm reported. PICC was used for premedication for chemotherapy as patient being treated for malignant tumor of the colon." No other information provided, at this time.